Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause of the observed peeling adhesive around the device objective lens could not be determined, however, the issue was likely the due pf component failure as a result of degradation due to repetitive use stress and or external factors. Additionally, a definitive root cause of the observed scratches on the distal end of the device could not be determined, however, the issue was likely the result of resistive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit peeling adhesive around objective lens and scratches on the metal distal tip. There was no patient involvement, and no harm was reported as a result of the event.